Event description:
It was reported "the catheter could not be pushed through the introducer".

Manufacturer narrative:
Qn# (B)(4). Additional information received from the sales rep indicates the patient condition was "stable". The rep also reports there was no injury and no intervention needed. The customer returned one opened arterial catheterization kit for investigation. The guidewire tube was cut. Signs of use in the form of biological material were observed. Visual examination revealed the needle was protruding through the side of the catheter body. The needle exited the catheter body adjacent to the hub and the catheter body was kinked throughout. The guidewire was also kinked towards the distal tip. The instructions-for-use provided with this kit instructs the user, "hold catheter in place and remove spring-wire guide assembly. Pulsatile blood flow indicates positive arterial placement." The returned catheter was held in place and the guide wire assembly and needle were unable to be removed due to a buildup of biological material. The manufacturing site was consulted. They indicated that the damage observed is not consistent with a manufacturing defect. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit states the following: "precaution: do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a split/torn catheter was confirmed by complaint investigation of the returned sample. The catheter body was caught on the needle bevel, causing a small hole. The catheter body was also kinked throughout. A device history record review was performed based on a potential lot number from sales history and no relevant findings were identified. The manufacturing site was consulted and they indicated that the damage observed is not consistent with a manufacturing defect. Based on the condition of the sample received, the comments from the manufacturing site and the customer report that the damage occurred during use it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter could not be pushed through the introducer". Patient condition was unknown. Additional information was requested but not available at the time of this report.